Event description:
Same case as MFR# 2134265-2010-04533. It was reported that during a stenting treatment procedure the catheter froze on the guidewire. A kinetix plus guidewire was advanced to the unspecified lesion along with a 4.50x28mm veriflex stent. The veriflex stent was successfully deployed in the lesion; however, when the physician withdrew the stent delivery system (sds) from the patient, the guidewire came with it as both devices were stuck together. The procedure was completed at this point with no patient complications reported. The patient's condition is fine.

Event description:
Same case as MFR# 2134265-2010-04533. It was reported that during a stenting treatment procedure the catheter froze on the guidewire. A kinetix plus guidewire was advanced to the unspecified lesion along with a 4.50x28mm veriflex stent. The veriflex stent was successfully deployed in the lesion; however, when the physician withdrew the stent delivery system (sds) from the patient, the guidewire came with it as both devices were stuck together. The procedure was completed at this point with no patient complications reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the kinetix plus str guidewire was received with no original packaging and the veriflex sds (stent delivery system), no other accessory devices were returned for analysis. The kinetix wire was received stuck within the sds, ~ 12.5 in of the wire remained outside of the distal tip. The wire was not able to be removed from the sds when pulled from either end (proximal or distal) with considerable force. Visual and microscopic inspection of catheter outer lumen showed evidence of dried blood/contrast media present between the catheter and guidewire, in attempt to loosen the media the device was soaked in a circulating bath for a period of 24 hours; after soaking it was still not possible to remove the wire from the device. The unit was cut with a razor blade longitudinally, once cut large amounts of very dark media (dried blood) could be seen between the wire and inner lumen. No other irregularities were noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).